Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. A radiograph was provided and reviewed by a radiologist who confirmed that there were no obvious periprosthetic lucencies/osteolysis. The operational report was provided and reviewed by a health care professional. Findings as follows: ¿ loose femoral left hip prosthesis ¿ femoral component and liner exchanged ¿ spinal/sedation ¿ previous incision utilized, no evidence of infection, samples sent to path ¿ no wear to liner ¿ femoral component loose and extracted with minor greater trochanter tip fracture cable to calcar prophylactically ¿ after components placed noted calcar fracture despite prophylactic cable, no distal extension, component stable ¿ wbat (weight bearing as tolerated). With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent revision of initial left total hip arthroplasty, approximately nine years after the initial implantation due to osteolysis and loosening. During the procedure noted femoral component loose and greater trochanter and calcar fracture while explanting and implanting new stem, despite cerclage cable being place prophylactically. Attempts have been made and no further information has been provided.

Event description:
It was reported that a patient underwent a revision surgery approximately nine years after the initial implantation due to osteolysis and loosening of the implant. Due diligence is in progress for this complaint; to date what additional information that was received has been mentioned in this report, no product has been received yet.

Manufacturer narrative:
(B)(4). Concomitant medical devices: versys 32mm (+7) 12/14 taper; item# 8018-32-14; lot# 62516810. Trilogy liner std 32mm ID for 56mm od shell; item# 6305-56-32; lot# 62621308. Initial reporter country- foreign: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.